Manufacturer narrative:
(B)(4). The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported right side "seroma" found on an ultrasound, "a nodule with benign characteristics", and "the right breast bigger than the left". Device remains implanted.

Event description:
Patient reported right side "seroma" found on an ultrasound, "a nodule with benign characteristics", "the right breast bigger than" the contra-lateral side, "local pain and hardening", and enlargement of the breasts". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient additionally reported right "radial folds". The event of "nodule with benign characteristics" is non device related.